Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient could not get the charger to couple to the ipg as it was placed too deep. The patient underwent a pocket revision procedure wherein the ipg was moved closer to the surface. The patient was doing well post operatively.